Event description:
This info was reported as a customer complaint. This pt had a diagnostic catheterization procedure with stenting via the rcfa. Two days later, product was placed following a renal arteriography thru the rfa. An infected hematoma developed. Five days later the pt presented with infection in the device groin that required I&d and antibiotic treatment. Wound cultures were positive for s. Aureus. A pseudoaneurysm was also diagnosed.